Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient the patients left side coverage was missing. X-ray showed that the paddle lead migrated. The patient underwent a revision procedure wherein the paddle lead was moved to the appropriate location. The patient was doing well postoperatively.